Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent moh's surgery in the face, one inch below left eye on (B)(6) 2015 and suture was used. The patient reports experiencing flu-like symptoms immediately following surgery and has had symptoms since. The patient reports seeing pieces of undissolved sutures in face with a strong led flashlight. The patient reports still having a negative and or an allergic reaction to the foreign substance that has been in face for approximately fourteen weeks and is still not totally dissolved. The patient has had complete physical and all tests have been negative. There has been no medical or surgical intervention reported. Additional information has been requested.